Manufacturer narrative:
An event of a partial leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, three photos were received for analysis. Based solely on the aforementioned photos, a leaflet did appear to be torn at one stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was implanted. On (B)(6) 2019, the valve was emergently explanted due to a partial tear from the commissure. Patient symptoms were acute pulmonary edema with severe aortic valve insufficiency. There were no evidence of infection or external causes of the tear. A competitor's 25 mm carpentier-edwards perimount magna ease valve was successfully implanted. The patient was discharged from the hospital two weeks post-intervention and is stable.